Manufacturer narrative:
Upon further review, the patient code listed in is now applicable.

Manufacturer narrative:
It is noted hospitalization is still applicable to the event. It is noted patient code (B)(4) is still applicable to the event while patient codes (B)(4) are not applicable to the event.

Manufacturer narrative:
It is noted hospitalization is no longer applicable to the event. (B)(4) are no longer applicable upon further review. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional from a clinical study reported via a representative that the patient was hospitalized because she could not sleep and/or eat properly because of her obsessions. The patient had been hospitalized to try and restore her circadian rhythm and to see if the obsessive-compulsive disorder (ocd) symptoms would improve if the stimulation settings were changed. The settings were changed to 5.5 v and her obsessions had improved since. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. No diagnostics, troubleshooting, or surgeries had been performed. It was indicated the issue was resolved at the time of report and the patient status was alive with no injury. The device remained implanted and in function. The patient's medical history included obsessive-compulsive disorder (ocd).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.